Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure, the screen of the pump displayed a stall error message and the motor stuttered.

Event description:
Prior to a procedure utilizing a high speed shaver system on (B)(6) 2014, a stall error registered when the shaver handpiece was activated. Another shaver handpiece was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Evaluation of the returned component found evidence of moisture inside of the shaver, which due to the age of the product, especially the seal, likely caused it to fail.